Event description:
We received an allegation of questionable inr results for one patient tested on a coaguchek inrange meter compared to an unknown laboratory methodology. On (B)(6) 2022, at an unknown time, the patient's inr result on the coaguchek inrange meter was 3.0 inr. Five minutes later, in the laboratory, the patient's inr result was 2.2 inr. The alleged normal values for the patient are between 2-2.5 inr. The serial number of the coaguchek inrange meter is (B)(4)..

Manufacturer narrative:
The returned meter and strips were returned for investigation and tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. The obtained inr results were within the specified target range, confirming the functionality of the coaguchek test strips. No error messages occurred during the investigation. The investigation did not identify a product problem. The cause of the event could not be determined. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter's occupation is patient/consumer.